Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation. Device will not be returned.

Event description:
It was reported that the device was displaying a grounding pad error message. The customer rebooted the device and it then functioned without any issues. There was a 30 minute delay while the customer troubleshooted. The patient was under conscious sedation at the time of the event, but no additional anesthesia was required. There were no adverse consequences and no medical intervention reported.